Manufacturer narrative:
A review of the logs found low voltage readings, caused by a faulty valve. This was confirmed through testing of the actual device. The faulty component was removed and replaced successfully. This is a retrospective submission following commitments related to an FDA inspection. This was initially submitted as part of a summary report: 3006073153-2025-00040. This resubmission is a correction, as malfunctions relating to device product code dwc are not eligible for summary reporting. This is event number 9 out of 15.

Event description:
User reported the device was unable to rewarm during a case. The case was completed successfully with no harm to the patient involved.